Manufacturer narrative:
(B)(4). The lot was manufactured from july 25, 2014 ¿ july 26, 2014. The device was received for evaluation with labeling indicating that it had been filled with tazocin. Visual inspection noted flow at the distal luer after the luer cap was removed. Flow continued without stopping until the device's reservoir was empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pharmacist experienced no-flow after filling a large volume infusor with an unspecified drug. As this occurred before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.